Event description:
Rptr has had a chronic bone infection from wire and plate. She is trying to obtain as much information as possible on devices. She is concerned that devices were not approved and were implanted anyway. The wire began coming out of her arm and it was recommended it be removed. Rptr also saw a surgeon who recommended plates be removed. (Also see 4001087)